Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient developed a rash under the therapy electrodes. The patient sought medical attention and medical professionals helped remedy the issue. The patient reported that the irritation improved since being in the care of medical professionals and he is doing better.